Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic appendectomy procedure. Reportedly, pneumoperitoneum leaked from the device. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.